Event description:
Boston scientific received information that this patient underwent an elective procedure to implant this left ventricular (lv) lead several months after the first attempt was unsuccessful due to patient anatomy. This patient has severe coronary artery disease and only the left anterior descending coronary artery was functioning normally; all other coronary heart vessels were closed. Initially, the procedure started well, and the catheter was able to be inserted into the coronary sinus without any issues. The patient's respiratory and heart rates were fine and their blood pressure was also in normal range. As the procedure continued, the patient's oxygen saturation decreased, and the patient stopped breathing. Cardiopulmonary resuscitation (CPR) was administered, but the patient's condition continued to worsen due to electromechanical dissociation. The patient then went into ventricular fibrillation (vf) and external defibrillation was administered but the patient's heart would not start again. After 50 minutes, the physician declared the patient's death. The physician suspected that the patient had a pulmonary embolism possibly caused by the venous puncture and because of the difficult coronary situation, the patient was unable to be resuscitated. There were no allegations made by the physician against any of the boston scientific products.

Manufacturer narrative:
The implanted products are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.